Event description:
Resmed was made aware that a hosp pt receiving postoperative treatment passed away unexpectedly. It was reported she was using her s9 autoset device at the time of her death. Note: per the hospital the postoperative treatment was unrelated to her obstructive sleep apnea condition.

Manufacturer narrative:
The device associated with this event was not returned to the MFR. Resmed is currently working with the hosp to gather add'l info related to the event and to obtain the device for an engineering investigation.